Event description:
It was reported that the patient experienced muscle stimulation with this implantable pacing lead when programmed 5v @ 0.4ms. Threshold was 2-2.5v @ 0.4ms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product ID: 4968-35, implantable pacing lead, implanted: (B)(6) 2007; addrl1 implantable pulse generator (ipg), impl anted (B)(6) 2012.